Manufacturer narrative:
(B)(4)

Event description:
The event was reported by a costumer from USA: "sapphire power cords are broken. Delay in therapy: unknown. Need for medical intervention: unknown." Additional information received om nov.20th, 2015: "this is the exact same thing that this customer has filed multiple complaints about. The black housing where the cord plugs into the wall comes apart where the crease is and exposes the wires."